Event description:
Procedure: cosmetic (abdominoplasty or panniculectomy). According to the reporter: the pt presented with wound dehiscence and was treated with medication. Surgery date: (B) (6) 2010.

Manufacturer narrative:
(B) (4). (B) (4).